Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead was hospitalized for non-device related reasons. While in the hospital noise was noted on the electrograms (egm). The noise was oversensed resulting in pacing inhibition with greater than two seconds of asystole. Additionally, low out of range pacing impedance measurements were observed. An invasive procedure was performed. The device was explanted and the lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.